Event description:
"The external sheath of the dilator is defective and the doctor was obliged to exert strong pressure on the vessel wall to insert the dilator. The doctor stopped before tearing the vessel wall." When removed it was noted that the sheath extremity was cracked. No blood loss, patient's condition is good.